Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00028: plate, 3025141-2017-00029: screw 1, 3025141-2017-00030: screw 2, 3025141-2017-00031: screw 3, 3025141-2017-00032: screw 4, 3025141-2017-00033: screw 5, 3025141-2017-00034: screw 6, 3025141-2017-00035: screw 7, 3025141-2017-00037: screw 9.

Event description:
A patient was implanted with a total wrist fusion plate. At some point post op, the patient experienced pain. The plate and screws were explanted. The explanted items were not broken.